Manufacturer narrative:
Section d1 brand name: corrected , section d4 catalog number: corrected, section d4 primary UDI number: corrected, section d4 expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient initials and date of birth corrected. Section b7: etiology added. Section e1: reporter email was not available. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of power cable disconnect alarm issue was confirmed via log file analysis. Analysis of the log files captured atypical power cable disconnect alarm events that are activating due to battery fuel gauge voltage values being within the fault ranges. The fault voltage values are associated with the 14v battery connected to the white power cable. Both power cables were connected to 14v batteries/clips for majority of the events. The returned system controller (serial # (B)(6) passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. Visual inspection of the power cables was unremarkable and functioned as intended. A root cause that led to the power cable disconnect alarm issue captured in the log file could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Patient handbook instructions for use (IFU) covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Under power cable disconnected. One of the power leads is disconnected. Check for loose power leads. If on power module power, check that power lead is not disconnected or damaged. Check that the system controller power lead is damaged. Under red heart. Pump flow is less than 2.5 lpm, pump has stopped, perc lead is disconnected, or pump is not working properly. Make sure system controller is connected to the pump. Make sure system controller is connected to a power source (batteries, pm, or epp). If alarm continues, immediately call for emergency help (dial 911 if available), then call your hospital contact person. Periodically inspecting the equipment for damage is covered in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were intermittent alarms during the night and evening. There was a power cable disconnection and the power cable on the system controller side was questionable. The alarm occurred on both batteries and power module. The patient is asymptomatic. They system controller was exchanged and the log files did not show any unusual data.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line 1:(B)(6). Section e1: reporter postal office or zip code: (B)(6).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information stated that on 03apr2025, there was a suspected disconnection of the system controller's power cable. There were frequent alarms of power cable disconnect. The external system controller was replaced. It was not confirmed, but the cause was suspected to be a malfunction of the battery clip. The site provided that the system controller exchange did not resolve the issue, but the battery clip exchange did resolve the issue.